Event description:
The manufacturer received information alleging a trilogy ev300 device failed during pre-test for system leak verification: pressure drop over 10s. There was no allegation of patient harm. The device was not in patient use. The trilogy ev300 device was evaluated at the manufacturer's service center, for the pre-test system leak verification: pressure drop over 10s. The device's system board, proportional valve (aecm), and 3-way solenoid valve was replaced to address the issue. The technician performed full pvt per manufacturer specifications. Unit is cleared for clinical use. The system meets the specification for the performed service and is returned to use.